Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced the reagent probe 1 and reagent probe 2 and then performed reagent probe alignments. The cse corrected the water connection against the mixer. The cse cleaned the reagent probe 2 drain, aligned the photometer arm and ran milli absorbance readings (mau) offset. The cse inspected the cuvette, which was within specifications, calibrated cuvette temperature and ran system check (passed). The customer ran precision study with quality control (qc), which was in range, then ran all qc, which was in range. The cause of the discordant, falsely elevated aspartate aminotransferase and alanine aminotransferase results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated aspartate aminotransferase and alanine aminotransferase results were obtained on patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s), which were questioned. The same samples were repeated on the same dimension exl with lm instrument, resulting lower. Corrected reports were issued to the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated aspartate aminotransferase and alanine aminotransferase results.